Event description:
End user called to complain of getting an error message when testing the blood glucose test strips. Trouble shooting by phone showed the strips were giving high values to the user. The strips were replaced and the defective ones were returned for evaluation.